Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "downstream occlusion!" Was not reproduced. A review of the event history log (ehl) revealed "downstream occlusion!" Messages however the history log cannot be used to determine if the alarms are true or false or confirm or refute downstream occlusion testing failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The downstream tubing guide was found out of specification and will be replaced, however it was not found to impact the force sensor or downstream occlusion detection. Should additional relevant information become available, a supplemental report will be submitted.